Manufacturer narrative:
Result - the lead was found to be kinked with all wires broken 16.5cm from the stimulation end with a cam mark 34mm distal to the kink. This is consistent with the reported impedance issues observed in the field. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05605. The pt had two leads (from different lots). It was reported the pt had fallen. Afterwards, the pt no longer received adequate coverage. An impedance check revealed three invalid contacts. Reprogramming attempts did not resolve the issue. X-rays were taken and revealed both leads had migrated. As a result, both leads were explanted and replaced with a single lead (different model).